Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The field service engineer (fse) investigated the system on-site and confirmed the issue. During inspection the fse found dust particles in the inspiratory pressure transducer pcb, by cleaning the pcb resolved the issue. The system has since returned to normal operation. A complete set of device logs was received and analyzed. The logs indicate that a successful system checkout (sco) was performed prior to and on the event date. Directly after the first treatment ended, technical alarm was triggered during standby. A second treatment began without performing a new system checkout or leakage test. Alarms for airway pressure: high and apl pressure exceeded were triggered and the system was shut down. Upon restart, technical alarm persisted. A new system checkout was performed that failed. The test log shows failure in the pressure transducer test, among others, due to the measured zero pressure offset for the inspiratory pressure transducer pcb being out of range. The dcu recommended replacing and returning the inspiratory pressure transducer pcb to fully resolve the issue. However, no immediate action was taken and the issue reoccurred. The problem was resolved during a second service visit by replacing the inspiratory pressure transducer pcb. The second event is reported in mfg report number (8010042-2025-0000510). Our conclusion is that the reported failure was due to an offset drift on the pressure sensor. The root cause of the drift has not been determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system generated two technical error codes indicating ventilation control error and safety valve open. There was no patient harm. Manufacturer's reference #: (B)(4).